Manufacturer narrative:
The field complaint of the programmer screen not turning on was verified. During analysis, the unit was plugged into a working ac electrical outlet, but the unit did not power on. Analysis revealed no output from power supply. Power supply failure is the cause of the complaint.

Event description:
It was noted that the socket of the programmer was sparked when plugged in to the electric outlet. The programmer was not used. There was no patient involved.